Event description:
Healthcare provider reported right side, "breast deformation, redness, swelling, and pain." Healthcare professional also reported "ultrasound report: right breast intracapsular rupture with moderate to large heterogenous echogenic fluid collection surrounds the implant, with most thickness at 4 o'clock position." Device has been explanted and replaced.

Manufacturer narrative:
Device analysis: based on the device analysis grid, the assessments of the complaint are: rupture: not observed openings during analysis. Pain: unable to observe as it is not related to the device. Visibility/ palpability: unable to observe as it is not related to the device. Erythema: unable to observe as it is not related to the device. Edema: unable to observe as it is not related to the device. Seroma: unable to observe as it is not related to the device. Additional observations: stress marks observed are assessed as non-penetrating nick. No further actions are required as no manufacturing issues are observed.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Healthcare provider reported right side, "breast deformation, redness, swelling, and pain." Healthcare professional also reported "ultrasound report: right breast intracapsular rupture with moderate to large heterogenous echogenic fluid collection surrounds the implant, with most thickness at 4 o'clock position." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Healthcare provider reported right side, "breast deformation, redness, swelling, and pain." Healthcare professional additionally reported "ultrasound report: right breast intracapsular rupture with moderate to large heterogenous echogenic fluid collection surrounds the implant, with most thickness at 4 o'clock position." Physician later reported "hematoma." Device explanted.